Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the device was not working. During the procedure a perforation in the cylinders was identified. No patient complications were reported.